Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump¿s case was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1, date of submission 06/12/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 as follows: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. A test cap was used to complete testing as the customer's battery cap was not returned with the pump. The test battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.